Manufacturer narrative:
(B)(6). The device was not received for evaluation, however a picture was received. Visual inspection of the provided photo, showed that the cone of the male luer lock of the return line was cracked. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150 set c, a damaged on the luer connector was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E4: no. Should additional relevant information become available, a supplemental report will be submitted.